Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: limb extension: model number: 120-13/c88f sa, lot number: 1040025-024, lot release date: 11/12/2012, lot expiration date: 10/31/2013. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, a suprarenal aortic extension, and a limb extension. Patient came in emergently on (B)(6) 2015 and computed tomography revealed a type 3b (above aortic bifurcation) and 3a (right limb separation) patient aaa is now 8.3cm and rciaa is 4.6cm ( between components ). On (B)(6) 2015 a diagnostic angiogram performed and based on the findings ( cta and angio ), the case will be scheduled for either a reline with afx or potentially, an aui with fem-fem crossover with competitive device and surgery.